Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas 6000 e601 module. The initial result was 3.3 coi (reactive). The sample was repeated, and the result was 3.3 coi (reactive). The sample was then sent to another laboratory and tested with an unknown confirmatory method. The result was negative. No specific data was provided.

Manufacturer narrative:
The investigation determined that the event was consistent with insufficient centrifugation of the sample. Correct pre-analytic sample handling is within the customer's responsibility. Based on the calibration and qc results, the hbsag ii assay performed within specification. There is no evidence to suggest a malfunction of the device.